Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury (hemodynamic instability) was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as the issue occurred while advancing the repo sheath.

Event description:
A 57-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock underwent implantation of an impella rp flex for right-sided mechanical circulatory support. During the procedure, while the team was placing the repositioning sheath, the impella rp flex catheter retracted across the pulmonic valve into the right ventricle. Following this unintended retraction, the device could not be advanced back across the pulmonic valve into the pulmonary artery despite attempts to reposition. Given the inability to achieve correct pulmonary artery positioning, the heart team elected to remove the device and replace it with a new impella rp flex. The patient remained supported throughout implantation attempts. No hemodynamic instability or adverse events reported from the unsuccessful positioning. Plan to proceed with a new impella rp flex device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.